Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. The sleep current measurement and active current measurement within specifications. The insulin pump passed self-test, no unexpected pump error 63 noted. No damage noted on keypad assembly or physical damage noted on keypad components. No unexpected low battery alarm noted during testing. The insulin pump was received cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed a low battery alarm and a hardware low level failures alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.